Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient did some exercises and then when she got home she feels the tingling in her left thigh and a little more and in the right butt cheek. Patient turned the stimulation down a little bit and overnight the tingling went away. Patient was redirected to their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the tingling was a change in their activity level. The patient lowered the power and the issue was resolved. Information received from the healthcare professional reported that the cause of the tingling was unknown and thought to be possible positional changes. It was noted that the patient had not scheduled an appointment with the healthcare professional.